Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer's wife complains of high results. Customer feels well and requires no medical attention. The customer's expected blood result is 100-120mg/dl fasting. Verified the strips expire 2/28/2018. Customer confirms the strips have been properly stored and were first opened 2/10/2016. Customer performed a back to back blood test and obtained 337mg/dl and 354mg/dl fasting. Reviewed meter memory 172mg/dl (B)(6) 2016 09:44:00 am fasting:yes; 186mg/dl (B)(6) 2016 11:29:00 am fasting:yes; 160mg/dl (B)(6) 2016 09:47:00 am fasting:yes; 164mg/dl (B)(6) 2016 10:11:00 am fasting:yes; 155mg/dl (B)(6) 2016 09:56:00 am fasting:yes. No adverse event reported.